Manufacturer narrative:
Device engineering logs for the reported event on 10-jun-2026 were reviewed. No malfunction alerts, factory reset events, or motor errors were identified. A dexcom g7 sensor was in use, alerts were generated appropriately, and the ilet adjusted insulin delivery in response to cgm glucose values as designed. Review of therapy history showed a hyperglycemic excursion to 267 mg/dl approximately two hours before lunch that was corrected automatically by the ilet, followed by a lunch meal announcement made as the user began eating. The user subsequently experienced severe hypoglycemia (bg <40 mg/dl) with loss of consciousness requiring ems transport and emergency department treatment before being discharged the same day. Based on the available evidence, the device functioned as intended and no device malfunction was identified. The event is most consistent with the combined effect of the automated correction insulin delivered for the earlier hyperglycemic excursion together with the subsequent meal insulin delivery. No product was returned for evaluation.

Event description:
On 10-jun-2026 the patient reported that on 10-jun-2026 the user experienced hypoglycemia with blood glucose (bg) levels of below 40 mg/dl following a lunch meal announcement. The user was transported to the hospital by a caregiver where the user was diagnosed in hypoglycemia and treated with intravenous sugar water and discharged 10-jun-2026. No long-term health effects were reported.